Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with ac port damage, "enchufe da ado" ; this condition had the potential to interrupt delivery. This condition was found in the medicine ii area upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with ac port damage was confirmed during product evaluation. The root cause of the reported problem was determined to be a damaged power cord.